Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced suspected peritonitis. The event was manifested by cloudy effluent and blood in ultrafiltration. It was not reported if the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics for fourteen days (drug names, doses, routes, and frequencies not reported) for suspected peritonitis. The cause of the event, action taken with dianeal therapy, and the patient's recovery status were not reported. No additional information is available.